Manufacturer narrative:
Follow-up #1: date of submission 12/31/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no power issue was not duplicated. Review of black box data found records of no power issue. The pump powered up to the display screen with auditory and vibratory features. All the buttons responded properly. During the rewind step the pump emitted a language corruption related alarm that could not be cleared by pump reboot. (The alarm issue was already reported please reference report# 2531779-2015-40584) due to the hard call service alarm, the remaining testing could not be completed and the power issue was not fully investigated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.